Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06346. It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) and a watchman® laa closure device and delivery system (wds) were used. At an unspecified time, a clot developed on the access system. The wds was in the was when it was noticed. The closure device was not deployed, and it was removed from the patient. The physician aspirated the was. The activated clotting time was 157. Echocardiogram was assessed and the thrombus was no longer seen. The same wds was used to deploy the device. The procedure was completed with successful deployment of a 24 mm watchman closure device. The patient had no neurological deficits and was discharged from the hospital the next day.